Event description:
International customer reports that the pt had a reaction to the suture following a surgical procedure. Oozing was observed at the lower part of the incision. Suture fragments were removed.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.